Event description:
Complainant alleged that during biomed testing the device displayed "pacer fault 122", "pacer fault 123" and "pacer fault 126" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product and will be providing a follow-up report when our investigation is completed.